Event description:
It was initially discovered while reviewing programming history that a programming anomaly was observed. The pt had their settings changed to unintentional settings due to an incomplete system diagnostics. The pt had been the office earlier (approx 3 hours difference) that day and there were faulted diagnostics. It is unclear if the pt had remained in the office that whole time or if they left and returned later.

Manufacturer narrative:
Analysis of programming history.